Event description:
Pump alarm 20 was reported during pumping, prompting concern regarding the customer's blood glucose level; however, they declined to provide specific bg information. Cts assisted in loading a new cartridge, but the cartridge alarm persisted, preventing the resumption of insulin therapy. As the pump was under warranty, cts arranged for a replacement pump, and the customer was advised to use multiple daily injections (mdi) as a backup therapy. The customer was instructed to place the defective pump into storage mode and return it to tandem using a pre-paid label.